Event description:
Patient was revised to address pain and osteolysis. Upon revision metallosis was noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 3/14/2016: litigation received. Litigation also alleges discomfort. A doi was provided. There is no new information that would change the existing investigation. This complaint was updated on: 3/18/2016.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/3/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported hip discomfort in (B)(6) 2012, severe fatigue in 2012, anxiety in 2013, headaches/tremors/neurological impairments in (B)(6) 2013, teeth chattering/head tremors in (B)(6) 2014, migraines in (B)(6) 2014, pseudotumor, ovarian cysts in (B)(6) 2013 and low blood pressure in 2013 to present. Medical records reported joint swelling, cysts/growths, twitching of head/neck, headaches, groin pain, right hip squeaking, finger numbness and left leg longer than right. Lab result reports for metal ions greater than 7 parts per billion. Primary surgical report noted that while impacting the femoral stem there was a very small fracture line in calcar region that was repaired with cable. Revision surgical report noted pain, metal toxicity, metallosis, trunnionosis, osteolysis and cup in excessive anteversion but not revised at this time. Pathology result report noted pseudotumor. Femoral stem and cup added to complaint. The complaint was updated on: may 25, 2016.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Patient was revised to address pain and osteolysis. Upon revision metallosis was noted. Doi: 2008 - dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.